Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: / serial or lot#: UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple high watts alarms and that the patient presented to the hospital with shortness of breath and cough. The patient was admitted with an international normalized ratio of 2.0. An  outflow graft occlusion and a device thrombus was suspected. A computerized tomography showed kink in outflow graph. The patient medication was increased to 325mg a day,  place on heparin drip and treated with anticoagulants and antiplatelet therapy. Patient was being consulted by interventional radiology for possible stenting of the outflow graph while keeping the patient on  heparin gtt therapeutic and aim for goal inr 2-2.7. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that although thrombus was suspected it was not confirmed. The patient had a ventricular assist device (vad) exchange to a competitors device and is currently stable.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), and the associated outflow graft with unknown lot number were not returned for evaluation. Visual evidence provided by the site revealed a kink in the outflow graft. As a result, the reported outflow graft kink event was confirmed. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting on (B)(6) 2023, leading to parameters above the normal operating range, followed by a return to normal parameters on (B)(6) 2023. Another increase in power consumption and estimated flow to parameters above the normal operating range was logged on (B)(6) 2023, followed by a return to normal parameters on the same day. Six (6) high watt alarms have been logged since on (B)(6) 2023. Information received from the site indicated that the patient presented to the hospital with shortness of breath and cough. The patient was admitted with an international normalized ratio of 2.0. An outflow graft occlusion and a device thrombus were suspected. A computerized tomography showed kink in the outflow graph. The patient was placed on heparin drip and treated with anticoagulants and antiplatelet therapy. It was further reported that the ventricular assist device (vad) was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high-power event may be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation and limited information available, a possible root cause of the kinked outflow graft event can be attributed, but not limited to surgical technique during implant. Per the instructions for use, device thrombus and respiratory dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft; d4: lot#:; h3: yes; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.